Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that an asymptomatic patient presented with lead dislodgement post-procedure. Atrial-paced events resulting in rv capture were noted. Ra lead was explanted and replaced instead of repositioned. Lead diagnostics were stable post-procedure. The patient was stable. The lead will be sent back for analysis.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.